Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/17/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter, receiver and the smart device. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. Labeling indicates: for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 08/25/2016 the reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse events - correction to remove life threatening.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log did not confirm the reported event of loss of connection. A root cause could not be determined.